Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. Additional information received from the local area sales representative indicated the patient planned to come into the clinic in one week to see the physician. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the physician chose not to bring the patient in for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the local field representative that the physician is aware of the pacing impedance measurements and will continue to monitor. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information was received that high out of range pacing impedance measurements continue to be observed on this lead. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.